Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, indicating the right drive pressure being low long enough to be a permanent time-out and the primary motor not engaging for more than five seconds after a continuous open or short detected. Visual inspection of external components found damage to the center led light on the display cover window and to the side of the fan cover. Visual inspection of internal components found sticky residue inside the fan area. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included a 48-hour observation run. The driver performed without issue or alarm, as intended. The customer complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. Although the driver experienced permanent alarms, it would not have produced multiple red alarms as indicated in the initial complaint. The customer complaint was not replicated; the root cause of the reported alarms was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Damage found to the display and fan covers as well as the residue in the fan area did not affect functionality of the driver. No evidence of a device malfunction was found. The patient was switched to a backup driver with no reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The patient reported multiple red alarms and decided to switch the freedom driver. No reported adverse impact to patient.

Event description:
The patient reported multiple red alarms and decided to switch the freedom driver. No reported adverse impact to patient.